Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the o2 sensor and performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that during use on a patient, an 840 ventilator generated an oxygen (o2) sensor alarm. The patient was removed from the ventilator and placed on a second ventilator. There is no report of serious injury or death associated with this event.